Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. The patient will be seen soon for product testing and further troubleshooting. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. The patient will be seen soon for product testing and further troubleshooting. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient was brought in for product testing. Some noise was able to be reproduced in the secondary vector through manipulation the can. The same tests in the primary vector did not reproduce anything. X-ray imaging showed the s-ICD can was twisted in the pocket (likely by the patient) and had migrated from its original implant position. A revision procedure is being discussed but for now the s-ICD remains in service. No adverse patient effects were reported.